Event description:
It was reported that the patient had a replacement vns (vagus nerve stimulator) surgery on tuesday, september 13th. The caller stated the dbs device should have been turned off for the surgery, and they were under the impression the provider's turned the dbs device off for it, but later found out the doctor informed them the dbs device was not turned off for the surgery after contacting them once the patient experienced feeling sick and regressing, in which the caller stated probably the next morning after surgery, the patient had multiple seizures, and was currently in the ICU and the caller was concerned that not turning the device off probably caused damage. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that a hcp had interrogated and looked at the dbs device, but that they were not the patient's dbs doctor and were looking for someone specialized in dbs that could help further address the issue with the patient. Patient services had reviewed requesting a local rep, and per caller request, sent email out to local reps in the area to notify them of the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the device was not damaged from not bei ng turned off for the surgery. The cause of the patient's symptoms were not determined. The device was interrogated to confirm there was not issue with the it. The issue was resolved.